Event description:
It was reported that the right ventricular lead had diminished r-waves after the lead was connected to the device and the pocket was closed. Fluoroscopy revealed that the lead seemed to be in a similar position as before the lead was connected to the device and the pocket was closed, however the pocket was opened and the lead was repositioned. The lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.